Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, as remaining longevity was at 4.5 years remaining in february and now it is at 2 years remaining. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be exhibiting premature battery depletion, as the estimated remaining longevity was at 4.5 years remaining in (B)(6) 2020 and dropped to 2 years remaining in (B)(6) 2020. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is still no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information later received from the field indicates this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued. Update: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this pacemaker was suspected to be exhibiting premature battery depletion, as the estimated remaining longevity was at 4.5 years remaining in february 2020 and dropped to 2 years remaining in november 2020. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is still no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information later received from the field indicates this device was explanted and replaced. No additional adverse patient effects were reported. Device return is expected.